Event description:
It was reported that during the procedure the console flickered. The procedure was cancelled by the customer.

Manufacturer narrative:
The console was not returned for analysis; therefore, a technical analysis could not be performed, and the reported device performance allegation could not be confirmed. The hospital repaired the equipment independently, and no field engineer visit was required. The device was originally installed on (B)(6) 2023 and this event occurred over 2 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of surgical procedure delayed was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Reported impact observations of cancelled/rescheduled - post sedation/sedation unknown are secondary effects of the other reported event(s) and/or unrelated to the device i.e., associated with patient factors, concomitant medical issues/medications, etc. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during the procedure the console flickered. The procedure was cancelled by the customer. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.